Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 43-year-old female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included passenger in motor vehicle accident, multiparous and obesity. Concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual course)"), fatigue ("fatigue") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), cervicitis ("reproductive system disorder or condition - type of disorder - cervicitis") and adenomyosis ("reproductive system disorder or condition - type of disorder - adenomyosis"), 3 years 2 months after insertion of essure. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition - type of disorder -fibroid") and experienced constipation ("gastrointestinal or digestive system condition/ gastrointestinal or digestive system condition type: constipation"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy - uterus cervix and portions of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, hot flush, female sexual dysfunction, migraine, headache, cervicitis, uterine leiomyoma, dyspareunia, vaginal discharge, fatigue, adenomyosis, weight increased, muscle spasms and constipation outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervicitis, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, muscle spasms, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 244 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. No filling defects are seen.. Pathology test - on (B)(6) 2014: - cervix with mild chronic cervicitis and focal squamous metaplasia. Patchy serosal fibrous adhesions. Intramural and subserosal leiomyomata. Benign late proliferative phase endometrium. Adenomyosis. Fallopian tube (side undesignated) with small paratubal cyst and mesonephric duct remnant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. "Previously reported event- gastrointestinal or digestive system condition type updated to event-constipation". Aka name, medical history, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 43-year-old female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included passenger in motor vehicle accident and multiparous. Concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual course)"), fatigue ("fatigue") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cervicitis ("reproductive system disorder or condition - type of disorder - cervicitis") and adenomyosis ("reproductive system disorder or condition - type of disorder - adenomyosis"), 3 years 2 months after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have uterine leiomyoma ("reproductive system disorder or condition - type of disorder -fibroid"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy - uterus cervix and portions of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, hot flush, female sexual dysfunction, migraine, headache, cervicitis, uterine leiomyoma, dyspareunia, vaginal discharge, fatigue, adenomyosis, weight increased, muscle spasms and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, muscle spasms, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 110.6 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. No filling defects are seen. Pathology test - on (B)(6) 2014: - cervix with mild chronic cervicitis and focal squamous metaplasia. Patchy serosal fibrous adhesions; intramural and subserosal leiomyomata; benign late proliferative phase endometrium; adenomyosis; fallopian tube (side undesignated) with small paratubal cyst and mesonephric duct remnant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) year-old female patient who had essure (batch no. 740653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included passenger in motor vehicle accident and multiparous. Concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual course)"), fatigue ("fatigue") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cervicitis ("reproductive system disorder or condition - type of disorder - cervicitis") and adenomyosis ("reproductive system disorder or condition - type of disorder - adenomyosis"), 3 years 2 months after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have uterine leiomyoma ("reproductive system disorder or condition - type of disorder -fibroid"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy - uterus cervix and portions of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, hot flush, female sexual dysfunction, migraine, headache, cervicitis, uterine leiomyoma, dyspareunia, vaginal discharge, fatigue, adenomyosis, weight increased, muscle spasms and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervicitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, muscle spasms, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. No filling defects are seen. Pathology test - on (B)(6) 2014: cervix with mild chronic cervicitis and focal squamous metaplasia. Patchy serosal fibrous adhesions. Intramural and subserosal leiomyomata. Benign late proliferative phase endometrium. Adenomyosis. Fallopian tube (side undesignated) with small paratubal cyst and mesonephric duct remnant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,fibroid uterus, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received : reporter's information updated. New reporter added. Lot no. Were added. Event: injury were updated to new events - hormonal changes describe: hot flashes. Abnormal bleeding (vaginal, menorrhagia) apareunia (inability to have sexual intercourse), migraines ,headaches, reproductive system disorder or condition type of disorder or condition: fibroid, "cervitis", dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal pain, vaginal discharge, fatigue, perforation (uterus), weight gain / loss specify which one: weight gain, gastrointestinal or digestive, leg cramps. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.